Event description:
It was reported that on (B)(6) 2023 during an unknown procedure after inserting the lag screw, it was noticed that the proximal fragment has rotated cause some mal reduction. The surgeons decided to leave it and it was accepted. Additionally the aiming arm locking device fell off during surgery. Procedure was completed successfully without any surgical delay. No fragments were generated. This report is for one (1) tfna fenestrated screw 100mm - sterile. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device history lot: manufacturing location: elmira / packaged, sterilized and released by: monument manufacturing date: 07-mar-2022, expiration date: 31-jan-2031, part number: 04.038.200s, tfna fenestrated screw 100mm -sterile, lot number: 690p005 (sterile), lot quantity: 84, note: fenestrated screw was manufactured by elmira; lot numbers 664p814 qty 36 and 664p816 qty 48. Parts were packaged, sterilized and released by monument. Production order traveler met all inspection acceptance criteria. Packaging label log (pll) lppf rev g, lmd rev a was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn (B)(4) supplied by sterigenics was reviewed and was determined to be conforming. This lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device history review: (B)(6) 2023: DHR reviewed by: (B)(6). This lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.